Event description:
It was reported that takotsubo syndrome occurred. A pulse field ablation procedure for atrial fibrillation was successfully performed using a farawave catheter. Four (4) days post index procedure a follow up echocardiogram showed the left ventricular apex was akinetic and electrocardiogram identified st changes and t wave inversion. The patient was diagnosed with takotsubo syndrome. The patient remained stable and no medical interventions were required.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.